Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures. Testing and investigation found the device did not pass the (B)(4) test which may have caused the customer's reported whitescreen error. This is due to the hardware module. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department with an unsigned note that stated, "software error." No tracking info was provided; therefore, event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no additional info was provided.